Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site and bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 26 mmol/l (468 mg/dl) with ketones present, while wearing the pod on the arm between 36 and 48 hours. Upon inspection, insulin was noticed to be leaking out, the cannula had dislodged from the infusion site and was found to be bent after removal. Hyperglycemia treated by applying a new pod, delivering 4 corrections and increasing a temporary basal for 10 hours.